Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed a 29mm commander delivery system (ds) returned and separated from a 16 french esheath plus, ds in locked position with 30 percent flex, full loader assembly over crimped valve and balloon, kink on loader, liner lifted 1.25 inches from distal strain relief (remainder of liner unexpanded and distal tip unopened), and a scratch and puncture observed on the strain relief approximately 1.5 to 2 inches from distal strain relief. In addition, imaging was provided and revealed tortuosity was present in the patient's right access vessel. The IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of sheath kinked, sheath punctured and inability to advance through sheath were confirmed based on the evaluation of the returned device. As reported, the sheath was not completely inserted due to the small access incision, restricting the insertion. Per the training manual, ''ensure fully expandable portion remains completely within the vessel for proper hemostasis.'' An incomplete sheath insertion could contribute to instability during insertion/passage of delivery system through, leading to the reported resistance. Also, it is possible that it was subjected towards excessive torquing/high push forces used to overcome the associated resistance, which caused it to kink. The 3mensio report revealed tortuosity within patient's anatomy, which could have contributed to non-coaxial advancement trajectory of the crimped thv, causing it to catch and puncture the sheath when compounded with high push forces. As such, available information suggests that procedural factors (access technique, sheath not inserted completely, high push forces) and/or patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the valve would not advance past the access site due to the skin being too tight. The esheath+ became kinked due to the force exerted while trying to advance the valve. The whole unit (valve, commander delivery system and esheath+) were removed and a new system prepped. The insertion site was made bigger and a second valve was successfully implanted. There was no reported injury to the patient. Per preliminary findings of the returned esheath+, there was a strain relief puncture 2 inches from distal strain relief.